Event description:
The stem distorted, although it had been impacted properly. The blocking of stem and sleeve is not adequate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.